Event description:
The patient reported that subsequent to the implant of a protegen sling and posterior colporrhaphy, the pt experienced pain, bloating, pain around the bone anchors, vaginal discharge, odor and incontinence. The patient reported the device was removed. The device was not returned for evaluation.